Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. Left ventricular outflow calcification, calcification score of 4339. The patient had a horizontal aorta. The device was successfully implanted with a final depth of the non-coronary cusp 5mm and the -coronary cusp 5mm. On an unknown date the patient had a permanent pacemaker. The patient is stable,

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of av block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.